Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficult/delayed activation and subsequent foreign body in patient with treatment appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the circumflex artery. The 3.50x18mm rx xience pro s stent delivery system (sds) was advanced to the target lesion however the patient took a deep breath in as the stent was being deployed, resulting in the stent moving proximal to the target lesion. The stent was partially deployed in the left main artery and aorta. Attempts to remove the stent via the radial artery were unsuccessful therefore the stent was deployed fully in the radial artery. The procedure was aborted at this time and the patient will be brought back at a later time to complete the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.